Manufacturer narrative:
Dräger was seeking contact to the user facility to obtain further information. The only detail that could be revealed is that the device is back in use after examination made by the bio-medical engineer of the hospital who replaced a membrane in the compact breathing system (cosy). The limited information does not allow a reliable conclusion in regard to the exact nature of the issue. In the cosy the valves are embedded which control the ventilation cycles. It is imaginable that excessive condensation during long-lasting surgeries may cause sticking of a valve membrane in open or closed position and lead to disturbance of ventilation. The cosy is subject to reprocessing and has to be partly disassembled before and reassembled afterwards - damage during these steps or improper reassembly may cause disturbances in valve operation as well leading to insufficient ventilation. Relation to another kind of technical root cause could not be excluded as well. Finally, there's no differentiation possible whether the reported event was related to applicational complications, use error or malfunction. The device is equipped with pressure and flow monitoring which will detect and alarm disturbances of ventilation - either during use or during pre-use check if the triggering condition is already present before use. The hospital performs service and maintenance on own behalf and responsibility; age and service status of the device are not known to dräger.

Event description:
It was reported that the device failed to ventilate. Reportedly, the event did not lead to consequences for the patient.